Event description:
It was reported that the physician had used the first generation of osv shunt (osv I) and there "was an obstruction in the valve, has led to many deaths". No other info was provided regarding number of pts affected, date of events, clinical pt(s) info, product ID, lot number, and cause of death. Add'l clinical info has been requested and on (B)(6) 2011, the customer provided the following: the cause of death was reported to be due to the obstruction in the valve. No other clinical info could be provided since the physician "had talked about his feedback on the first generation osv shunt and his experience in (B)(6) before he returned back to (B)(6) by 2001".

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.